Event description:
The customer's wife stated that the customer was hospitalized due to hyperglycemia, nausea and vomiting. The reported blood glucose reading was 200 mg/dl. Troubleshooting was performed and revealed that there were no basal rates set in the insulin pump. When the history files were checked, it was found that an alarm had occurred on the insulin pump. The lead screw test passed. The customer's wife declined to perform additional troubleshooting because the customer already had a new insulin pump that he wanted to begin using. It was advised that an insulin pump trainer would contact the customer to arrange for him to be trained on the new insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.